Event description:
It was reported that during a scheduled retrieval of an ivc filter, it was discovered that a detached limb was embedded in the ivc wall. The filter and detached limb were successfully removed without incident. There is no report of pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.